Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (mobile system), is related to case with patient identifier (B)(6) (performa system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 54 mg/dl (performa system) and 201 mg/dl (mobile system). No adverse event reported. The mobile test strip lot number was not provided. The mobile test strips are not expected to be returned for product evaluation.